Manufacturer narrative:
Common device name: ultram14 16in straight tip. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4); manufacturing site: (B)(4).

Event description:
Consumer stated 'shortly after starting in (B)(6) 2022 these catheters he did develop a uti he was seen in ER for. He said he cannot be sure if it was this catheter that caused it or sometimes else like him accidently touching it with hands that may have been unclean while cathing. He said the md at the ER "attributed it to the friction to his urethra from this catheter" he said his urine was checked in ER and it was positive for bacteria and he was given oral antibiotics and felt better'.